Event description:
The pt developed right hemiopsia postoperatively and CT confirmed a cardiovascular accident. Pt was treated accordingly and seen by neurology. Otherwise, the pt did "well" postoperatively. At a follow-up visit on 2/11/99, pt continued to have "some" vision problems since surgery but reported this had improved. (Avert).